Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: cr-flex por fem g-r minus catalog #: 00595201706 l #: 62314918, articular surface catalog #: 00595204010 lot #: 63185346, all poly patella catalog #: 00597206535 lot #: 63332888. (B)(6). The complaint device will not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-0039, 0001822565-2017-04179, 0002648920-2017-00400 and 0001822565-2017-04178. Product discarded.

Event description:
It was reported that the patient was revised due to pain. All components were removed. Attempts have been made and additional information on the reported event is unavailable at this time.